Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was reported from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph 5mg/ml for a total dose of 0.4974mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 upon examination the patient presented with warmth and redness around the pump/at pump site. On (B)(6) 2017 the patient reported incisional lines opened and there was mild erythema and warmth. The incision was draining copious amounts of yellowish thick fluid. Upon examination on (B)(6) 2017 the wound was healing, but there was still an open area. On (B)(6) 2017 the patient reported feeling a pop and no drainage on (B)(6) 2017 upon examination on (B)(6) 2017 the wound was still not completely closed and there was no sign of infection or drainage. Upon examination on (B)(6) 2017 the infection resolved and pump replacement was planned for 1 month. Interventions included on (B)(6) 2017 the entire system was explanted/not replaced (explanted system) and performed a wound washout, and applied wound "vac." The device disposition was unknown. On (B)(6) 2017 medication (bactrim) was administered. On (B)(6) 2017 medical or non-surgical therapy included adding sutures and the seroma was drained during procedure. The event resulted in in-patient or prolonged hospitalization. The clinical diagnosis was possible infection at pump site. The outcome of the event resolved without sequelae on (B)(6) 2017. The event date was (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related and was related to surgery/anesthesia. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated an infection was confirmed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the infection was not determined. The patient's baseline weight was (B)(6) lbs.